Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 16 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the customer stated: system was again hooked up to an evd. The stopcock that drains the chamber into the bag broke and was unable to be used. They again had to exchange the system. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). No lot number information provided by the customer. The customer will return the affected part for evaluation. Per (B)(4) risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out once the affected part is returned for evaluation.

Event description:
Nt821731c - the customer stated: system was again hooked up to an evd. The stopcock that drains the chamber into the bag broke and was unable to be used. They again had to exchange the system. No injuries.